Event description:
Patient had femoral intramedullary rod (nail) installed in (B)(6) 2009 for internal fixation of a left intertrochanteric hip fracture. Surgery was successful, but about 6 months prior to the incident listed in this report, the patient experienced increasing and severe pain in hip area where surgery was performed. Patient underwent a second surgery (B)(6) 2013 to remove hardware. During surgery, it was found that the intramedullary rod (nail) was fractured at the level of the superior screw in the area of the intertrochanteric region. During removal of the rod (nail), only a portion of the nail could be removed, surgeon consulted manufacture rep at the facility to help with removal of remaining piece of nail. A guidewire with ball tip and add'l guidewire was used to remove the portion of the nail stuck in the intermedullary canal. Surgeon reported to the patient that the removed nail and screws were sent to the MFR for investigation. This report was submitted on behalf of the pt by his daughter.